Manufacturer narrative:
The zealand pharma ae assessor has not been able to speak with the vgo user for further investigation of the complaint of hyperglycemia of 500-600mg/dl with the v-go's from (B)(6). There is no information about the movement of the indicator in the insulin viewing window. It is unknown what symptoms the v-go user experienced. There are no details on her bg recovery. The call center information suggests that the hyperglycemia resolved when the vgo user obtained and used a box of vgos from the hcp's office; but no bg level was provided. Contributory factors to the hyperglycemia cannot be further identified without speaking with the v-go user and comparing her pre-v-go bg range, insulin regimen and the usual v-go bg range and insulin regimen. In summary, the type 1 diabetic v-go 20 user experienced hyperglycemia of 500-600 mg/dl during two periods of time when using v-go's from (B)(6) with the complaint information limited to the information from the call center. Six devices were returned for evaluation. The evaluation results are as follows: all 6 devices were evaluated for the complaint regarding the unknown device lssue which could not be confirmed. 3 devices were received, and the mechanicalfunction and the fluid path were tested and were verified to have operated as intended. 3 devices were received still in the sterile tyvek packaging unopened. 1 sterile package was opened and tested the mechanicalfunction of the device and verified that the device operated as intended.

Event description:
Reported via email that patient contacted healthcare professional and territory business leader (tbl) to report events of hyperglycemia. Patient received a box of v-go from the (B)(6) and was experiencing high blood glucose readings into the 500 and 600 range. Patient reported the events and the health care provider gave patient a different box of v-go devices to use. Patient reported no issues until patient returned to using the box obtained from the (B)(6). Patient began to experience high blood glucose levels again and returned the box of v-go devices in question to the office. No other information was provided in the email.